Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Customer changed out the cartridge. Customer also reported that the usb cable was not charging the pump battery and another cable was used to charge battery. Customer's blood glucose was 142-260 mg/dl. Although multiple attempts were made by tandem technical support to confirm fill estimate was accurate after the cartridge was changed, customer did not reply.